Event description:
I've used renu iwth moisture loc since 2002 until 2006 (once I saw the news cast about it). Then I used renu multi-purpose, but stopped due to continual blurry vision, eye discharge, watery eyes, redness with pain, and sensitivity to light (while working on computer as well). I had torn thru three layers of epithelial tissue in my left eye, and it wouldn't heal and they didnt heal and they didn't know why - now this may be the reason.